Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4), rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary (B)(4), rev a, structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including chronic kidney disease (ckd), hyperlipidemia (hld) and diabetes mellitus (dm). Per drm (B)(4), rev d, pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), degeneration and pannus after an implant duration over 5 years, is most commonly related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence to suggest a product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry and through investigation that a 27mm 7300tfx mitral valve was explanted after an implant duration of six years due to degeneration and pannus causing regurgitation and stenosis. The patient presented with heart failure, shortness of breath, chest pain, dizziness, and syncope. The replacement valve is a 27mm 11400m valve, and patient was stable at the end of the procedure. Reportedly, the patient was discharged home and is doing well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.